Manufacturer narrative:
One infusion pump was received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Visual inspection found the device to be in good physical condition. Upon review of the event history log of the pump, no evidence of the reported customer complaint was found. Device was then powered on and the reported customer complaint was unable to be duplicated. The problem source has been determined to be unknown.

Event description:
Information was received device will not power on-just alarms. Incident occurred during in house testing; no patient involvement.